Manufacturer narrative:
The device was returned for evaluation. When the device was functionally tested on the high volume setting the alarm volume was low. The issue was identified to have occurred due to an issue with a piezo. The cause of the issue was not definitely established.

Event description:
It was reported that the device alarm had a low volume. No adverse effects reported.